Manufacturer narrative:
This event was previously reported by edwards lifesciences under manufacturer report # 2015691-2015-02441. Additional information obtained through cine images of the tavr procedure clarified that the valve was pushed off the working length of the balloon in the aortic direction (proximal) and then they pulled it back with the delivery system. As such this event is now being reported against the delivery system. Investigation of this event is ongoing pending engineering evaluation of the device.

Event description:
As reported through our (B)(6), during valve deployment of a 26mm sapien 3 valve, the valve slipped off the balloon and embolized into the aorta. The valve was anchored and implanted into the aorta. A second valve was implanted successfully.

Manufacturer narrative:
The commander delivery system was returned for evaluation. Visual inspection prior to functional testing or device disassembly revealed no external abnormalities. During inspection, a slight bend in the balloon shaft distal to the strain relief (most likely due to shipping) was observed. It is unlikely that the noted bend contributed to the reported event. Functional testing revealed that the device was able to be de-aired successfully, indicating that no leaks were present. Valve alignment and fine adjustment of the device without a valve was performed. The balloon shaft functioned without any noted resistance. Functional testing revealed slipping while using the fine adjust mechanism, after approximately 0.75¿ of travel. Testing was performed with the presence of a crimped valve and no abnormalities were observed. During testing, the valve was able to be aligned between the marker bands and the balloon inflated simultaneously both distal and proximal of the valve. Upon full inflation, the valve remained positioned on the working length of the balloon without any abnormal valve movement observed. The sample valve was able to be successfully fully deployed without issues. The handle was disassembled and no visual abnormalities were observed on the collet or balloon shaft. Dimensional testing was performed. The components that could have interacted during the valve alignment function were measured and were found to be within specifications. The balloon was fully inflated and the outer diameter (od) was measured and was found to be within specifications. The complaint for fine adjust difficulty was confirmed. However, the complaint for valve alignment difficulty was unable to be confirmed. During evaluation, the fine adjust was observed as slippage of the balloon shaft during fine adjust functional testing. This issue has been confirmed to be device related. An investigation was previously initiated and is being documented in a CAPA as well as any necessary corrective and preventative actions. As an interim action, a field safety notice was issued in february 2015 providing additional instructions and troubleshooting measures should this issue arise. In addition, the training manual was updated providing instructions to ensure proper positioning of the balloon shaft prior locking and executing fine adjustment. Revision f of the manual was released at the time of this complaint. As a long term solution, the balloon shaft design has been improved to increase collet engagement forces. This design change was implemented after the manufacturing date of this complaint device. The complaint for valve movement on the balloon was confirmed based on the available imagery. From the imagery review, it is evident that the valve was not positioned correctly on the balloon prior to deployment. Improper alignment of the valve on the balloon can contribute to non-uniform inflation of the delivery system balloon and thus movement of the valve along/off the balloon during balloon inflation/valve deployment. Available information suggests that procedural factors (bav not performed, improper valve alignment, or improper handling of the device after valve alignment) and/or patient factors (tortuous and calcified anatomical features) may have contributed to the event. Functional, visual, and dimensional inspection of the delivery system did not reveal any manufacturing non-conformances that could have contributed to the reported complaint event. No labeling or IFU inadequacies have been identified; therefore, no corrective or preventative action is required at this time. Review of complaint histories reveals that the occurrence rates for valve alignment difficulty, fine adjust difficulty, and valve movement on balloon for the commander delivery system did not exceed the september 2015 control limits for the trend categories of ¿valve alignment difficulties¿, ¿fine adjust difficulty¿, or ¿valve movement on balloon¿.